Manufacturer narrative:
The device ro10014 has been inspected for investigation purpose. The tests performed confirmed that screws are missing to keep covers in place. New screws were added for repair purpose.

Event description:
During an intervention performed on customer site by our field engineer, it was identified that the casing was non-functional. There was no patient involvement reported.